Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath is not expanded, and a gap is observed on the duckbill valve at the opening. No abnormalities were found on the cross slit valve or on the disc valve. Functional testing was performed prior to removal of the hemostasis valves and leakage was observed from the proximal end of the sheath housing during flushing. A guidewire was inserted through the sheath and the sheath was flushed again; no leakage was observed. A gap was observed between the slit in the duckbill valve and supports the leakage observed during flushing when nothing is inside the sheath. Dimensional testing was not performed as the complaint was confirmed during functional and visual inspection. The latest revisions in accordance to the occurrence date of the event were reviewed since no lot number was provided for the esheath as they are the most relevant and representative of manufacturing steps. During receiving inspection, duckbill valves are inspected on a sampling plan to ensure that they are free of cosmetic defects when viewed with unaided eye per procedure. The supplier also provides a certificate of conformance with each receiving lot to certify that the units meet specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. Per procedure, all valves are 100% visually inspected for defects and cleanliness. The assembled sheaths are 100% leak tested. During sheath final inspection per procedure, the sheaths are 100% visually inspected by both manufacturing and quality and again 100% visually inspected for defects. In addition, as per procedure product verification (pv) testing is performed on lot sampling basis. During pv testing, the sample sheaths undergoes hemostasis testing. The devices were flushed through the flush port during preparation for the hemostasis test, which would identify leaks due to abnormalities on the duckbill valve. All samples must have passed pv testing for lot release, which includes hemostasis testing, indicating that no leaks were observed. A device history record (DHR) or lot history review was not performed as lot number was provided. A review of the complaint history from march 2019 to february 2020 revealed other returned complaints for the reported event (esheath, all sizes). A potential manufacturing non-conformance was identified as a result of the investigation. An awareness communication was performed in response to the reported event. The occurrence rate did not exceed the may 2019 control limits for the applicable trend category, no corrective/preventative action is required at this time. A review of the complaint history for this reported event reveals that the occurrence rates did not exceed the february 2020 control limits for the trend category. The IFU, device preparation manual, and training manual were reviewed for instructions involving the esheath usage. The device preparation manual provides guidance on device preparation of the sheath. Unpack edwards esheath introducer set and visually inspect for damage, note to take care not to bend, pinch, or flatten when unpacking and handling, do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched), gently flush sheath through flush port with heparinized saline until filled and close stopcock to sheath and keep distal tip of sheath elevated while flushing to ensure complete flushing. No IFU or training deficiencies were identified. The complaint was confirmed based on visual inspection and functional testing of the returned device. A review of IFU/training materials revealed no deficiencies. Visual inspection of the returned device noted a gap on the slit of the duckbill valve. Per training manual, the duckbill valve is designed to provide hemostasis when there is nothing inside of the sheath. The disc and cross slit valve each have an opening in them to allow for the passage of a guidewire and delivery system. Hemostasis will only be maintained with no devices inserted if the duckbill valve successfully prevents backflow of fluid. This requires that the slit of the valve remain closed. During functional testing of the returned device, a leak was observed coming from the proximal end of housing when the sheath was flushed with no device or guidewire inserted through the sheath. It is possible that fluid leaks from the duckbill valve slit through hemostasis valves and exits the sheath housing. However, when a guidewire inserted through the sheath no leakage was observed. Based on the provided information it is unclear when the issue occurred. The IFU section directs to ¿flush the esheath using heparinized saline through the flush port¿, as such the leakage should have been discovered during the pre-procedural preparation. However, the sheath was returned bloody with the introducer inserted through, therefore it unable to determine when the damage to the duckbill valve occurred since the introducer may have been inserted through at an extended period leading to the break noticed in the valve. In this case, a potential manufacturing nonconformance could have contributed to the complaint event. Although a manufacturing non-conformance was discovered no product risk assessment is required per management assessment. A CAPA assessment was performed and is not required as a result of the assessment. As such, an awareness communication was performed to communicate the reported event and focus on the manufacturing processes involving valve inspection and esheath assembly per procedure.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As per functionally testing during engineering evaluation, sheath was flushed, and leakage was observed from the proximal end of the sheath. There was no leakage observed from the hub. As reported by our (B)(6) affiliate during a transfemoral approach, a second 16 fr esheath was used as the first sheath ¿failed¿ due to a ¿faulty¿ hemostasis valve. There was no reported impact to the patient. The sheath has been returned.